Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an e322 (battery bad) error code. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, the channel 2 device door roller and door roller pin were broken off and missing.

Manufacturer narrative:
During testing, it was found that the channel 2 device door roller and door roller pin were broken off and missing. The contact's reported e322 (bad battery) error code was duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.